Event description:
The laserex tango is an ophtahalmic laser capable of delivering either a yag laser (1064 nm wavelength) for photodisruption procedures such as posterior capsulotmy or slt laser (532 nm wavelength) for procedures within the trabecular meshwork. The tango can only be used in one mode at at time with the selected mode shown on the control display. In this incident, a clinician started a laser capsulotomy procedure on the patient (requiring a yag laser output) whilst the laser set in the slt mode. One shot was fired before the error was discovered. The clinician was unaware that this might lead to any problem and continued with the capsulotomy using the correct yag mode. The patient returned to the hospital the next day complaining that their sight had been extremely poor since the treatment. The patient's vision remains at <6/60 with clear pigmentary scarring fo the macular area. The hospital had documented the incident as a serious untoward incident, made a report to the nhs and explained to the patient and family that a mistake has been made. There is no suggestion that the manufacturer is a fault.